Event description:
The pt was implanted with a miniarc sling on (B)(6), 2010 to treat stress urinary incontinence. It was reported the pt experienced bleeding, dyspareunia, continued incontinence, urinary retention, infection and/or inflammation, tissue abrasion, mental and physical pain and suffering, pelvic pain, and lower back pain that radiated down both legs.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.